Manufacturer narrative:
A follow-up report will be submitted after philips obtains more information about this event.

Event description:
The customer reported that the device showed asystole on the screen instead of vf. They reported that involved patient was treated for asystole which delayed the delivery of therapy for vf. The nature of the reported serious injury is unknown.